Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip expulsion, difficult imaging, and tissue injury were unable to be determined. The reported embolism and foreign body in patient were cascading events of the reported clip expulsion. The reported patient effects of embolism, foreign body in patient, and tissue injury, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw was inserted and deployed on the mitral valve. However, after deployment, the clip embolized into the left ventricle. For treatment, the patient underwent a mitral valve replacement. During the procedure, tissue damage was observed. There was no clinically significant delay in the procedure.